Manufacturer narrative:
(B)(4). The facility representative reported the pump door will not close, found before use. Evaluation summary: a baxter service technician evaluated the pump. The reported condition was confirmed, determined to be caused by a damaged door. The broken door assembly was replaced. This pump was sent to refurbishment. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA #(B)(4).

Event description:
The device was returned for service. During service by baxter, a damaged door was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.